Manufacturer narrative:
(B)(4). One concha smart column with all associated drain and fill tubes, to include intake and output valves was received for investigation purposes. Upon receipt a visual inspection was performed to determine if the device had been subjected to any abuse/misuse/damage. Nothing visually noted. The smart column was setup in a neptune, with water provided from a 1750 ml container. Air pressure was connected to the column and set to 10 lpm. A comfort flo 2410 circuit was attached to the column on one port side and a pressure relief valve attached to the other port providing 10 lpm of air pressure into the column. The two connector pins were inserted into the water bottle at the appropriate places. The first anomaly noted was the absence of water flowing into the column from gravity feed. At that point the column/water bottle was primed by squeezing the water bottle. Had there been any kind of air lock in the lines this priming activity should have dislodged any trapped air and allowed a free flow of water into the column. Water was not flowing into the column per the complaint description. With assistance from r & d engineering, the lower feed line valve assembly was removed for further analysis. Visually, with the naked eye, the flat plastic disc, which is an integral part of the complete valve itself, was stuck in the closed position not allowing water to flow into the column. The vale was dissected under magnification. This level of investigation now allowed for closer examination of the flat plastic disc. Again, the closer investigation confirmed that the small flat plastic disc was stuck firmly in the closed position. The complaint has been confirmed, however, a root cause could not be identified at this time. The device will be sent to the manufacturing site for further evaluation.

Event description:
Customer complaint states "rt states the column flow tube would not allow water to fill the column. Rt states they punctured the bottom port first then the top. They also squeezed the bottle to get water to flow. Water did not fill the column." (Continued) alleged issue reported occurred during pre-testing prior to a patient use. No patient impact or consequence was reported.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. The lot number reported belongs to 2410 comfort flo humidification system. This batch used the ip-5041ns smart concha no sterile batch 74d1802377. The device history record of both batches were reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Functional test process of current production of smart concha no sterile ip-5041ns batch 74b1901177 was reviewed and no issues were observed that can lead to the defect reported. Customer complaint cannot be confirmed. The device sample is needed to perform a proper investigation to confirm the alleged defect reported, determine the root cause and the corresponding corrective actions. Other remarks: if the device sample becomes available at a later date this complaint will be updated as applicable.

Event description:
Customer complaint states "rt states the column flow tube would not allow water to fill the column. Rt states they punctured the bottom port first then the top. They also squeezed the bottle to get water to flow. Water did not fill the column." Alleged issue reported occurred during pre-testing prior to a patient use. No patient impact or consequence was reported.